Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to report that the liberty select cycler had a loud humming noise during an unknown phase of treatment. The pdrn also stated that when the humming noise was occurring, the patient and pdrn smelled a burning plastic smell coming from the cycler. The patient was at the end of the treatment at the time. The patient completed treatment and then shut the cycler off. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their pdrn of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment with the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A voltage verification check, valve actuation test, system air leak test, and teach pumps check all passed. A 15 minute 1000ml simulated treatment was performed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.